Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call keypad anomaly on the insulin pump. Customer stated that the act button is not working properly when pressed. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected button error alarms were noted. The pump had intermittent button response on the down arrow button due to corroded keypad traces. The pump had minor scratches on the lcd window, a partially broken off reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a cracked belt clip slot.